Event description:
It was reported that when the patient¿s pump was replaced in 2014, it got infected. The healthcare professional (hcp) put the patient on ¿three different antibiotics, but neither time made a return appointment!¿ the drug being infused by the pump was unknown during this event. No outcome was reported. Follow up was attempted but was not possible. If additional information is received pertaining to this event a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).